Event description:
On 09/26/1997 the account reported a false negative result of <2.0 miu/ml for bhcg, which was run on the axsym analyzer. The sample was received by the account from a clinic, which had reported a positive result for a testpack qualitative assay. The physician questioned the bhcg result and the sample was rerun, giving a result of 89.55 miu/ml. According to the account, the patient was not treated based upon the first reported bhcg result. No report of injury.

Manufacturer narrative:
Complaint evaluation: a detailed customer service center investigation of customer's sample handling and general check of key instrument components, did not identify any conclusive probable cause for the complaint. Inestigation of the liquid level sense log did not provide the exact cause of erratic result, but did show that one of the reaction vessel (rv) well aspirations for the erratic occurrence "found" fluid at a substantially higher level than the "repeated" acceptable result. Possible causes for this event include: 1.) Hanging drop on side of probe; 2.) Bubble on sample surface; 3.) Electrostatic discharge; 4.) Probe tip bent or damaged; 5.) Droplet on rv well wall; and 6.) Probe improperly calibrated by operator. At this time, the results are inconclusive as the the exact cause of the erratic result. Refer to the axsym system operations manual (66-6888/r3), page(s) 10-129, 10-269 and 10-272. In addition.an analysis of complaint trending, encompassing 12 months data, was also performed for u.s. Complaints against the axsym analyzer. No adverse trends requiring further investigation on this complaint is not required. This is the final report.